Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device determined coating damage to the wire guide approximately 12.6 cm from the distal tip of the wire guide. The damaged area has folded back on itself toward the distal end of the wire guide. There is slight core wire exposure where the coating stretched and folded over. No portion of the coating material appears to be missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that "for best results, wire guide should be kept wet." The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. The following information was received on 06/23/2016: [there were] "some faulty fs-omni-acro-35-260's. The user was not sure what was wrong with devices, but could confirm that they were not used on patients." On 06/27/2016, the following was received via the sales representative: "I collected the item and all they could tell me is that it's faulty." The complaint form was received on 07/06/2016. Per complaint form, "no information given other than 'faulty wire'." This was also reported as used instead of prior to use. On 07/07/2016, it was confirmed that only one (1) fs-omni-acro-35-260 device was involved. The device said to be involved was received at cook endoscopy on 08/16/2016 with damage to the distal end of the coating of the pre-loaded wire guide.